Event description:
Boston scientific became aware of this damaged stent when it was received by the investigation site. Visual examination of the returned device revealed stent damage. Specific info regarding the event was not provided. Additional info was requested, but is not available.

Manufacturer narrative:
(B)(4).